Event description:
A female pt contacted lifecor customer support to report that her monitor would not power up. She stated that she charged both battery packs and tried both and neither will power up the system. Support sent a pt services representative (psr) to the pt to replace monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The flash memory chips were defective. The dsp chips were also defective. Service was unable to reprogram these chips. These components are obsolete and could not be replaced. The monitor was scrapped. The root cause of the defective flash memory chips is unk, but is likely random component failure. No adverse event resulted from the defective flash memory. The pt received a replacement monitor. See scanned page.